Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events and treatment were not reported. It was reported the patient was advised to go to the hospital; however, it was not reported if the patient was hospitalized for the events. The patient outcome and action with pd therapy were unknown. No additional information is available.